Manufacturer narrative:
Although no device malfunction was reported, the patient's surgical treatment was delayed due to the mis-shipment.

Event description:
Customer contacted customer service to inquire about the delivery status of order that included various neuragen sizes; including product numbers png220; png320; png420: png520 and png620. Customer service tracked the shipment through federal express, and was advised by the reno distribution center that federal express lost the shipment. According to federal express, they don't have it. Surgery was scheduled for 4:00pm on november 24, 2004. The customer was referred to their neurospecialist. A replacement shipment was processed under sales order.